Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw rubbed against the plate during installation, causing the screw's threads to detach from the screw. The screw was removed and replaced with an alternative screw without reported patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
UDI number: (B)(4). Additional information: method, results, and conclusions - . The returned screw was evaluated. A portion of the threads were found to be fractured. The cause can likely be attributed to the screw rubbing against the plate during insertion. A review of the manufacturing records did not identify any issues which would have contributed with this event. The labeling was reviewed and found to contain instructions regarding proper device installation.

Event description:
It was reported that a screw rubbed against the plate during installation, causing the screw's threads to detach from the screw. The screw was removed and replaced with an alternative screw without reported patient impacts.